Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in room 401 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake casters were broken at the support. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters and supports to resolve the issue. Based on this information, no further action is required.